Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold, decreased r-wave amplitude, and lead dislodgement were observed. The lead was explanted and replaced. The patient did not experience any symptoms from the dislodgement, and is stable after the procedure.